Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had vibrate anomaly. Customer¿s blood glucose was unknown at the time of the incident. Customer was performed self test and insulin pump did not vibrate during vibrate test portion. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No hardware low level failures noted during self test or in pump history files. However, unit failed to vibrate during self test due to corroded electronic assembly. The battery tube received with corrosion.